Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device displayed "off set self check failure - 1174" and "compressor fault - 2001" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction of the device displaying an "off set self check failure - 1174" message was duplicated and the device's oxygen valve kit was replaced to resolve the malfunction. The reported malfunction of the device displaying a "compressor fault - 2001" message was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.